Manufacturer narrative:
Photos were available for evaluation. Visual examination of the photos shows an unopened 1ml pouch with a hair inside, verifying the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventative measures during the manufacturing of the product. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers. If worn improperly it could lead to the reported issue. A production batch history records for applicator pn 312480 lot number 0317633 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. An initiative has been planned to replace lab coats with electrostatic lab coats to prevent hair from coming into the controlled manufacturing environments. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
Product with the presence of hair.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Product with the presence of hair.